Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had stuck button alarm. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer states that there was no response from any button. The insulin pump was exposed to a change in altitude. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged stuck button alarm on event date 13-jun-2021. Device passed the displacement test and self test. All buttons function properly. P-cap and reservoir locked properly into reservoir compartment during testing, however, damage to the retainer was noted. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on (B)(6) 2021 16:13:00.000. Device was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly. Device passed the keypad voltage test. The following were noted during visual inspection: keypad overlay texture damage, missing display window cover, keypad overlay peeling, corroded keypad trace and cracked retainer. Stuck button alarm not confirmed during testing. Corrosion damage noted on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.